Event description:
The hospital reported the image turned pink and then completely blacked-out during a procedure. The scope was removed, and another scope was used to complete the procedure. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. Olympus was unable to duplicate the user's experience. Therefore, olympus conclusively determine what caused the user's experience. However, there was evidence of fluid invasion in the electrical connector area which could have caused the image phenomenon experienced by the hospital.